Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.

Event description:
It was reported that this paceaker exhibited a rapid decrease in battery longevity. Boston scientific technical services (ts) discussed device function and recommended checking device in clinic, considering save all for engineering analysis and possibly determining replacement window or possible cause for depletion. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this pacemaker exhibited a rapid decrease in battery longevity. Boston scientific technical services (ts) discussed device function and recommended checking device in clinic, considering save all for engineering analysis and possibly determining replacement window or possible cause for depletion. Further, this device was explanted. No additional adverse patient effects were reported.